Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer was not detected on the bus. The field service engineer (fse) inspected the drawer components, reset cable connections, and suspected a failure in either the drawer control board or pixie bus module controller. After replacing the drawer controller with no success, they installed a recovered pixie bus module controller. The drawer displayed correct light emitting diode (leds), was reconfigured, and passed diagnostic testing. The system functioned as intended after the field service engineer (fse) replaced the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer pockets were failed and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.